Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during procedure with versajet ii console utilizing a versajet ii handpiece in a surgical case, the carbon connected to the handpiece popped. The pop of carbon caused the fiber to hit the surgeon. It is unknown how the problem was solved or if there was a delay due to this event. No other complications reported.

Manufacturer narrative:
H6 has been corrected.

Manufacturer narrative:
The device was returned for evaluation, with no faults found the event is not confirmed. A visual inspection noted no defects. A functional evaluation found no fault, confirming that a device malfunction did not contribute to the event. A documentation review has confirmed that this device was manufactured and released according to the final product specification, with no contributory factors regarding the reported event. Historical records reviewed, contain reports of a similar nature, with no manufacturing or quality concerns observed, there are no open corrective actions. The risk files mitigate the reported event, which is further delineated within the instruction for use "IFU", which provides the probable root cause. A probable root cause may include, kinks or other external obstructions in saline supply, high-pressure and waste evacuation hoses". The IFU offers further guidance. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation.